Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be torn at the up arrow button and the keypad was found to be leaking. A damaged keypad will allow contamination to permeate the button contacts negatively effecting button function. The damaged keypad should be obvious and detectable by the user and warn the user to discontinue use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive and corrosion was observed under the button contacts.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) alleging that keypad button presses did not activate desired pump functions. The reporter claimed that the pump's buttons stopped working and the pump lost it's prime. The reporter admitted that moisture got into the pump after it was exposed to a sprinkler while the patient was at daycare. The reporter admitted that the ok button was ripped and she had tried to cut a slit into the keypad so that she could try to blow-dry the device. Due to the alleged issue, the reporter indicated that the patient's blood glucose (bg) dropped to "40 mg/dl" and "48 mg/dl." The reporter also mentioned that an unspecified provider treated the patient with juice and candy during the low blood glucose episodes. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was unresponsive to button presses and the patient suffered a hypoglycemic episode where treatment was provided to the patient by another person. However, the reported injury can be attributed to possible use-error since the reporter admitted that the pump had a damaged keypad which should be clearly visible and warns the patient to discontinue using the pump. Therefore, this type of situation is not likely to result in an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).